Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was an infection at the lead and implantable neurostimulator (ins) site that required surgery. It was also noted that there was a dislocation of the ins that required surgery. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was an infection at the lead and implantable neurostimulator (ins) site that required surgery. It was also noted that there was a dislocation of the ins that required surgery. No further complications were reported/anticipated.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was an infection at the lead and implantable neurostimulator (ins) site that required surgery. It was also noted that there was a dislocation of the ins that required surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.